Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulties were encountered. The 90% stenosed target lesion was located in a shunt in the moderately tortuous cephalic vein. The 4.0 x 40mm sterling balloon catheter was advanced to the lesion. Due to the level of stenosis, the target lesion was tight. During an unknown inflation, the balloon did not fully expand and 'got deformed'. It was further noted 'there was a waist of the balloon'. The physician attempted to remove the balloon and it became stuck in the lesion. The sterling balloon catheter and the 4fr introducer sheath were removed together as a unit. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed a blood like substance in the guide wire lumen of the device. The shaft was kinked at 21 and 22cm from the strain relief. The device was prepped and inflated to rated burst pressure (rbp) with a new inflation device. The catheter maintained constant pressure, but it was noted that the distal end of the balloon was banana shaped at the distal end. Microscopic inspection revealed no evidence of any material or manufacturing deficiencies that could have contributed to the deformed balloon and kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)